Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was reported that intra-op, the thread on the pivox plunger broke off in the pivox cage where they thread together. The piece that broke off in the implant could not be retrieved because it was a clean break. There were no patient symptoms or complications associated with this event. The threads that broke off in the cage are still in the patient. Patient outcome was good.